Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that air bubbles were found in the tubing. The infusion set had been inserted for 2 days. The customer removed the bubbles by delivering a bolus but the insulin active increased. Customer was advised to purge the bubbles out by using the fill cannula option or manual prime. Customer's blood glucose was 561 mg/dl. Customer was advised to change the complete infusion set and reservoir.